Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The distributor contacted zoll to report that a (B)(6) male pt was treated. The lifevest treated the pt at 22:14:22. The rhythm at the time of the treatments was atrial fibrillation (af) at 207 bpm. Rapid af contributed to the false detections. The pt was conscious at the time of the event. The response buttons were pressed intermittently but were not pressed during the treatment sequence that resulted in the inappropriate defibrillation treatment. The pt went to the hosp for complications form congestive heart failure that was not related to the treatment. The pt ended use to receive an ICD.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The pt went to the hosp for complications from congestive heart failure that was not related to the treatment. The pt ended use to receive an ICD. Device eval summary: device eval of monitor sn (B)(4) and belt sn (B)(4) has been completed. As received, the monitor and electrode belt were fully functional and able to detect and treat. Device manufacture date: monitor (B)(4) - reuse. Electrode belt (B)(4), 07/2009 - reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.